Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial/lot: (B)(4), description: infinion 16 lead kit 70 cm. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile. Model: sc-4316, serial/lot: (B)(4), description: clik anchor.

Event description:
A report was received that the patient experienced high impedances on both leads. The patient underwent a revision procedure to replace the leads. During the revision procedure the physician noted lead fractures along the body of the leads. Two leads, two splitters and one clik anchor were removed from the patient and will be returned for evaluation. Two leads and one clik anchor were implanted. The patient was stable and doing well postoperatively.

Event description:
A report was received that the patient experienced high impedances on both leads. The patient underwent a revision procedure to replace the leads. During the revision procedure the physician noted lead fractures along the body of the leads. Two leads, two splitters and one clik anchor were removed from the patient and will be returned for evaluation. Two leads and one clik anchor were implanted. The patient was stable and doing well postoperatively.

Manufacturer narrative:
Additional information: d1, d4, d10 and h4 additional suspect medical device components involved in the event: model: sc-2316-70 serial/lot: (B)(6). Description: infinion 16 lead kit 70 cm model: sc-3400-30 serial/lot: (B)(6). Description: splitter 2x8 kit-sterile model: sc-4316 serial/lot: (B)(6). Description: clik anchor.